Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer's blood glucose was 140 mg/dl while the sensor gave a reading below 60 mg/dl. Customer also received calibration errors and a bad sensor alert. Troubleshooting was declined. The customer will not be returning the sensor for analysis at this time.